Event description:
We received the items of this per on (B)(4), 2010. Male nurse raman reported via our sales rep, (B)(4), that he stated during the surgery that the set screws have been missing in the package of the set. According to his information the patient was not impaired by this event and that the surgery was completed successfully without any delay.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplement report.